Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). (B)(4).

Event description:
This complaint is from a literature source. It was reported that one female patient who had modified radical mastectomy (mrm) underwent immediate breast reconstruction using medium height anatomic expanders (mentor siltex medium height contour profile)) and suffered hematoma requiring surgery. Title: ¿from the ¿¿fat capsule¿¿ to the ¿¿fat belt¿¿: limiting protective lipofilling on irradiated expanders for breast reconstruction to selective key areas¿ a study was performed to evaluate the thickness of the breast irradiated tissue to create a standard pattern of ¿¿protective¿¿ lipofilling infiltration on limited key areas that could re-establish a thickness similar to nonradiotreated tissues. 30 patients were include in this study: 15 patients who had modified radical mastectomy (mrm) with immediate breast reconstruction with tissue expanders and pmrt (group 1). As a control group, were studied 15 patients who had mrm and immediate breast reconstruction with tissue expanders that would not undergo pmrt (group 2) mentor devices were used in this study, however catalog and lot number were unknown.